Manufacturer narrative:
Visual evaluation of the returned device found it is fractured in two pieces with all pieces returned. The fracture extends along an antero-posterior line from the corner of the anterior patellar tendon recess to the notch on the medial side. The device also showed cosmetic damage such as nicks, gouges, dents, and scratches on the anterior edge of the medial side and the top of the central post. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the product. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. This particular device was manufactured before a design modification. The root cause is thus considered to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke.